Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporter's facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the devices are a safety concern because when they secure them, blood splashes out. The event took place at the phlebotomy station and happened to multiple patients. There was no one was reported being harmed/injured as a result of the event.